Event description:
The patient was undergoing a coil embolization procedure in the hepatic vein using pod coils and a lantern delivery microcatheter (lantern). It should be noted that the patient's anatomy was calcified and stenosed. During the procedure, the physician encountered resistance while advancing the first pod coil in the middle of the lantern. Upon retraction, the physician noticed that the pod coil did not follow the pusher wire and reported that the pod coil was unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed, and the coil was flushed out on the back table. The procedure was completed using the same lantern to implant four additional pod coils and an embolic agent. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the sr component was fractured, and the embolization coil was unraveled. This damage typically occurs due to forceful retraction against resistance. Based on the reported complaint, the root cause of resistance could not be determined. The pusher assembly was not returned for evaluation. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.